Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The patient presented in the clinic for the device changeout. It was also noted that the right ventricular lead exhibited high impedance. The pulse generator was explanted and replaced, while the lead remained implanted. The patient was stable throughout the whole procedure.